Event description:
It was reported that the patient experienced pain at the implantable cardioverter defibrillator (ICD) implant site. There was no evidence of infection or underlying cause. Imaging was performed and was normal. The pocket was revised and the physician moved the device inferiorly and medially and the issue was resolved. The patient was enrolled in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).